Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 33cm and 34cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported "the patient had her PICC line inserted on the (B)(6) 2022 in her right arm and secured at 38cm. Attended today for infusion, which has been a long-term weekly treatment for many years. PICC was accessed and aspirated freely, 5mls of blood was discarded and blood samples taken with no difficulty using system. PICC line was flushed with no resistance or pain. Infusion was commenced and 222mls were infused. Patient reported sudden onset of pain in arm around bicep area and felt discomfort in her shoulder also. Infusion stopped and assessed. Clear swelling and very slight erythema surrounding PICC line with a measured right arm 29cm (8cm above acf), left arm was 26cm above acf. Pitting fluid like swelling around PICC insertion site. Fingers colder to touch and duskier in color (peripheral circulation is generally cold) pain locally to area and on movement this has also caused discomfort to shoulder area but able to move arm. No onset or associated symptoms of breathlessness or chest pain no swelling to either calf muscles (soft and non-tender bilaterally) no other symptoms to report. Likely cause is infiltration of magnesium. PICC line removed with tip intact. PICC line was inserted (B)(6) 2022 to 38cm. When removed and flushed visual rupture at 33.5cm in line. PICC bled freely on initial access and bloods taken with no problems 10ml of blood removed. Also flushed pre infusion with no concerns or discomfort. Small amount of clear fluid oozing from insertion area. Catheter securement removed and intact. Symptoms starting to resolve in terms of discomfort, arm elevated. Further advice being obtained regarding infiltration/extravasation management as manufacturing and medusa advice informs potential tissue damage. Liaised with plastics/vascular device team uss and doppler performed to exclude thrombus as a cause of line rupture due to venous pressure. Referred for washout of upper limb." No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regq3188 showed no other similar product complaint(s) from this lot number. H3 other text : device not returned for evaluation.

Event description:
It was reported "the patient had her PICC line inserted on the (B)(6) 2022 in her right arm and secured at 38cm. Attended today for infusion, which has been a long-term weekly treatment for many years. PICC was accessed and aspirated freely, 5mls of blood was discarded and blood samples taken with no difficulty using system. PICC line was flushed with no resistance or pain. Infusion was commenced and 222mls were infused. Patient reported sudden onset of pain in arm around bicep area and felt discomfort in her shoulder also. Infusion stopped and assessed. Clear swelling and very slight erythema surrounding PICC line with a measured right arm 29cm (8cm above acf), left arm was 26cm above acf. Pitting fluid like swelling around PICC insertion site. Fingers colder to touch and duskier in color (peripheral circulation is generally cold) pain locally to area and on movement this has also caused discomfort to shoulder area but able to move arm. No onset or associated symptoms of breathlessness or chest pain no swelling to either calf muscles (soft and non-tender bilaterally) no other symptoms to report. Likely cause is infiltration of magnesium. PICC line removed with tip intact. PICC line was inserted 27.10.22 to 38cm. When removed and flushed visual rupture at 33.5cm in line. PICC bled freely on initial access and bloods taken with no problems 10ml of blood removed. Also flushed pre infusion with no concerns or discomfort. Small amount of clear fluid oozing from insertion area. Catheter securement removed and intact. Symptoms starting to resolve in terms of discomfort, arm elevated. Further advice being obtained regarding infiltration/extravasation management as manufacturing and medusa advice informs potential tissue damage. Liaised with plastics/vascular device team uss and doppler performed to exclude thrombus as a cause of line rupture due to venous pressure. Referred for washout of upper limb." No other information was provided.